Event description:
Healthcare professional reported patient's concern with product and rupture against right device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as a surgical impact opening, for the stress mark in the shell (shell thickness within spec). Anxiety-product/procedure: unable to observed as it is a medical event not related to the device. Additional observations: brown particles observed on the device. Crease fold observed on the device. Wear abrasion observed on the device. Non-penetrating nick observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported patient's concern with product and rupture against right device. The device has been explanted.